Event description:
It is reported that the patient was revised due to pain and a collection of fluid that was noticed on the MRI. There was also notable corrosion on the stem.

Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unknown. Surgical notes and x-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. There is a possibility of a higher than expected metal ion release due to the assembly process. This cannot be confirmed as the root cause as the stem in question was a cemented style stem that is also made from cocr that also could have added to the increase ion levels. Without the implant, the amount of ware cannot be determined for the stems involvement in the high ion levels. Cause cannot be definitively determined. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.